Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk analysis was not performed as it is not required for dislodgement. There was no performance complaint on the lead or device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.